Manufacturer narrative:
Device labeling was reviewed for patient code and device codes, see below: patient code: not applicable, no patient problem was reported. Device code: IFU was reviewed, see below: warning hf cables with defective, brittle or cracked insulation can cause burns to the user or patient. If the electrical line breaks, an arc can occur causing burns to the user or patient or start a fire, regardless of whether the insulation is also damaged or not. Never use or repair defective hf cables! Always replace them. Do not modify hf cables! The uni/monopolar cables may be operated at a maximum recurrent peak voltage of 4000 vp and the bipolar cables at max. 1000 vp. Important when plugging and unplugging the hf cable, always hold the plug, never pull the hf cable. Do not placehf cables in parallelwith other signal lines (e.g. Camera cable) tominimize the danger of interference fromhf radiation. Richard wolf medical instruments corporation (rwmic) considers this case closed. In the event that rwmic receives additional information a follow up report will be submitted to the FDA.

Event description:
Follow-up report #1 is to provide FDA with new and changed information. User facility returned the device to rwmic on (B)(6) 2018, and the evaluation was completed on (B)(6) 2019. The cable was inspected and the cable was found to be broken. The root cause of the device failure was determined to be wear and tear. The cause for the wire breakage is the use of the cable. Up to the absolute wear/ failure.

Manufacturer narrative:
Rwmic considers this case open. A follow up report will be submitted upon receipt of new or additional information.

Event description:
On september 18, 2018, the user facility reported the following to richard wolf medical instruments (rwmic): monopolar cord sparked and burned the cord in half. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes. Specifically, was the device being used on a patient when the issue occurred? Yes. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed that put the patient at risk? No. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes. How was the patient anesthetized? Unknown. Additional information was provided by the user facility on november 29, 2018: the surgeon was in procedure using the monopolar when the proximal end of the cord sparked. This occurred two separate times with two different doctors, within two weeks, both laparoscopic cases and both cords severed at the exact same place. During the second case, which occurred on (B)(6) 2018 (MDR 1418479-2018-00039), the resident's surgical gown had a burn hole present. The device was returned to the importer, rwmic, on october 03, 2018. Evaluation done at rwmic found that the cable broke near strain relief. The device was sent to the contract manufacturer to be further evaluated.